Manufacturer narrative:
Insulin pump alarmed compromised force sensor system during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump passed self-test, unexpected restart test, and all operating currents were normal. No unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked display window corner, case at display window corners, cracked reservoir tube lip, and broken battery tube threads. No plastic on case discoloration, however the insulin pump had stained end cap sticker.

Event description:
The customer reported via phone call that he experienced some high and low blood glucose levels. Lately, it was taking less units to fill the insulin tubing. Customer's blood glucose level was 330 mg/dl. The customer had a dry mouth and frequent urination. The customer treated his blood glucose level with a bolus. The insulin pump had cracks all over. The cracks were on the battery compartment and lcd screen. The plastic was discolored. About three weeks ago the insulin pump's motor started to sound unusual when priming. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.